Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Information was provided by the hcp that the event was unrelated to the iol; however, no reason for the dislocation was provided. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that two months after an intraocular lens (iol) was implanted, it was determined to be decentered. Three months later, the lens was exchanged for another lens. The surgeon does not blame the lens for the event, but does not provide a cause. Additional information was requested.